Event description:
The customer reported to olympus that the olympus asset ultrasonic gastrovideoscope's probe on the tip was damaged. There was a sticky texture on the control body. The issue was found during the receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of "probe on the tip was damaged" was confirmed. The device evaluation found surface damage on the probe caused by physical stress, possibly dropped, or knocked by the user. The most likely cause was attributed to user handling.  The device evaluation also found the distal-end adhesive was worn. The plug body was stained. The control body grip was stained. The device history record cannot be confirmed since the suspect device was manufactured more than 15 years ago. A repair record review based on serial numbers did not reveal any complaints on the same device in the past year from the date of the complaint. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and increasing use time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.